Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the inside of the angio-seal evaluation packaging was wet. Before the physician opened the packaging, the physician noticed that the inside of the packaging was wet. Currently, it is dry and it shows that droplets have evaporated. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device is unknown. A pre-deployment angiogram was not performed. The size of the sheath ancillary used, the puncture site, and the vessel diameter are unknown. No health damage for the patient. There was no other devices or equipment being used with the reported product.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no 21 to update and to provide the completed investigation results. One 8fr angio-seal evolution device was received for product evaluation. The sealed header bag was returned within a plastic bag. A plastic bag was opened and the header bag was removed and examined. A brown stain was observed on the upper right corner of the header bag. Another label in japanese language was noted on the header bag. No other anomalies were noted with the header bag or devices present inside. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that dew condensation occurred during transportation from the warehouse to the customer. However, the exact cause of the reported event cannot be definitely determined based on the available information. Terumo is further investigating the reported event.